Event description:
We will carry out a review of the hip prosthesis of the patient (B)(6) at (B)(6) on (B)(6) 2024, who operated in 2014, I request the instruments for removal.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.